Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed the reported issue. Review of the system log files showed ¿epxmodel¿ and "collimator" malfunction. Upon troubleshooting fse found epx issue and collimator nicol issue/collimator failure. Fse confirmed the cause of the issue to be a collimator failure. Fse replaced collimator, sib x board and completed required calibration. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that machine was automatically shutting down. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.